Event description:
The facility reports the nurse was assisting the pt with bathing. The pt pushed forward in the seat and the bath chair parted from the hoist, slipped off its holder, and fell to the floor with the pt. The pt was examined by a dr; no reported injuries.